Event description:
A malfunction alarm was reported, identified as malf 0, but it did not cause any adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support provided the customer with information on how to reset the pump and assisted them in performing a reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reoccurred. The customer acknowledged and understood the instructions given.